Event description:
Customer reported a blood leak alarm in the first cycle. Customer checked the centrifuge and state that she found no visible fluid in the centrifuge chamber. Customer powered off the machine and released the centrifuge bowl to check the bowl. After restart of the machine with reinstalled bowl system error f183 occurred. Customer stated that the rotation seal did not move as normal. Customer aborted the treatment. When customer released the kit she found a leak at the connection at the green colored tubing line at the centrifuge bowl. Patient platelet count 313000. Anticoagulent: heparin 10000 iu in 500 ml saline, ratio 10:1. Access: pvc 18g. Patient was provided with one infusion with 500 ml saline. A new treatment was started with a new kit. Patient was reported to be in stable condition. No product was returned for investigation. No service order was generated.

Manufacturer narrative:
A review of lot c726 was performed and there were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories, leak centrifuge alarm, centrifuge bowl leak/break, and system error f183: centrifuge speed too slow. No trends were detected. There were no capas initiated. The assessment is based on information available at the time of the investigation. There was no product returned for investigation; therefore it could not be determined if this product met specifications based solely on information provided by the customer. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken at that time. (B)(4).